Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl range, cause was unknown. Customer consumed glucose tablets to address bg. Additionally, it was reported that the insulin gauge was inaccurate. It was also reported that the cartridge was damaged at the pigtail, interrupting insulin delivery. Reportedly, a new cartridge was loaded to address the issue.